Event description:
Hcp reports the baclofen pump irregularly dispensed medication. There was no pt complication reported with this event. The pump was explanted and replaced in 2003. It was returned to the manufacturer for analysis. A follow up report will be sent when additional info is obtained.